Event description:
An occlusion issue with a mobi pump was reported. The customer did not experience an adverse impact on blood glucose levels. Troubleshooting efforts were exhausted and a replacement pump was sent to resolve the issue.